Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the origin blunt port was inserted and inflated, but then immediately popped/burst during a laparoscopic nephrectomy procedure. The obturator was received. The inflation syringe was not received. Visual inspection noted that the valve seal and locking collar were intact. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve and locking collar functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the hole in the balloon. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic nephrectomy procedure, the blunt port was inserted and inflated, but then immediately popped or burst. A new device was used to complete the procedure. It was also reported that the patient did not experience an adverse event as a result of the malfunction.